Event description:
Additional information received identified that patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-04145. It was reported that during a routine reprogramming session on (B)(6) 2021, system diagnostics recorded high impedances on all contacts on one lead. Surgical intervention may take place to address the issue. It¿s unknown which lead was liable and both leads are being reported.